Event description:
A report was received that the patient underwent an explant procedure due to infection at the pocket site. Symptoms were redness and pain. The patient was prescribed with antibiotics. The physician did not believe that the infection was device related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: st linear lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.